Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High atrial impedance/resistance was noted as 227,099 high impedance paces noted post lead warning on (B)(6) 2011.

Event description:
It was reported that the patient complained of heart racing. The atrial lead warning was observed, the lead polarity had changed to unipolar, impedance was undefined, and there was no capture. The device was reprogrammed and the patient was sent for a chest x-ray. It was later noted that the lead was capped and replaced. No further patient complications have been reported as a result of this event.